Manufacturer narrative:
Sc-1160, sn: (B)(6). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient experienced pain at the ipg site. It was also noted that patient experienced zaps when changing position and had lumps at the dorsal incision. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2317-50. Serial number: (B)(4). Batch/lot number: 5079497/5069735. Model/catalog description: infinion cx lead kit, 50cm. Model number/catalog number: sc-4318. Batch/lot number: 22630391. Model/catalog description: clik x anchor sterile kit. The explanted leads and clik anchor were not returned to bsn. It is indicated that the leads and clik anchor will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced pain at the ipg site. It was also noted that patient experienced zaps when changing position and had lumps at the dorsal incision. The patient underwent an explant procedure and was doing well postoperatively.